Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not have backup therapy and would reach out to their health care provider for insulin therapy.